Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10/d11: concomitant medical products: concomitants: 170-32-50 - biolox delta option femoral head 32mm od 4609373. 170-50-00 - biolox delta adapter 16/18-12/14; +0mm 4400295. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip revision on (B)(6) 2017. Approximately 5 years and 5 months after the first revision the patient had a second left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left total hip replacement (failed cup). Findings: femoral stem was stable and well fixed. Severe poly wear and oxidation. There was extensive soft tissue debris throughout the hip joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown synovium along with a "pesudo-capsule" of dense soft tissue rind. Patient reversed from anesthesia and sent to pacu in stable condition.